Event description:
The customer reported that the display is black, and the unit would not turn off initially. The customer reported that the unit was not in use on a patient. The customer contacted product support and was advised to swap the display. If issue resolves to replace the user interface (ui) assembly. If not, replace the power management (pm) pcba. The biomed will advise on the display installed in the v60. Confirmed with customer the v60 user interface assembly is on backorder. The customer has confirmed the v60 has a hydis installed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. Product support advised customer to swap the display. If issue resolves to replace the user interface (ui) assembly, if not to replace the power management (pm) printed circuit board assembly. The customer reported that user interface was ordered to address the reported issue.